Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Had to get pieces of the tampon removed- vagina [foreign body in reproductive tract] odor-vagina [vaginal odour] 2 pieces of tampon were removed [device breakage]. Case narrative: consumer reported via phone that pieces of the tampon were medically removed in august. No serious injury was reported.